Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, and amended medical device report wil be submitted. (B)(4).

Event description:
It was reported that the surgeon implanted a znn cmn nail 11.5mmx38cm 125 l in the patient. The surgeon realized that the nail was too long and that would mean that the nail had to be implanted so deeply to align the lag screw. He then asked for another nail, znn cmn nail 11.5mmx38cm 125 l and prepared the proper depth for the 120mm lag screw. While drilling a lag screw canal, surgeon realized that he ball tip of the guide wire was still attached in the centre of the nail. The surgeon attempted to the place two different set screw to try and thread into the nail and also decided to remove the outrigger, but both would produce a squealing sound of titanium rubbing together. The surgeon threaded a "connecting bolt" onto the end of the nail. He then inserted the set screw by tapping with a mallet but still the screw will not seat. Finally the surgeon decided to place a 15mm end cap on the nail, place its distal screw and completed the surgery .